Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The embolization coil was kinked, intact with the pusher assembly, and had dried blood on the distal tip. The outer diameter (od) of the pusher assembly was measured and found to be within specification. Conclusions: evaluation of the ruby coil with lot # f43797 revealed the embolization coil was kinked. This type of damage typically occurs due to forceful manipulation of the ruby coil against resistance. The kink in the ruby coil, as well as any dried blood present on the ruby coil, likely contributed to the difficulty experienced by the physician while advancing the ruby coil. Evaluation of the ruby coil with lot # f43615 revealed the pusher assembly was kinked. This damage likely occurred due to forceful manipulation of the ruby coil during insertion into the microcatheter. The lantern mentioned in the complaint was not returned for evaluation. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00349.

Event description:
The patient was undergoing a coil embolization procedure in the right renal axillary using ruby coils. During the procedure, while advancing a ruby coil (lot # f43615) into a lantern delivery microcatheter (lantern), the hospital technologist accidentally bent the ruby coil pusher assembly. The ruby coil was removed and the procedure continued with a new ruby coil (lot # f43797); however, the physician was unable to advance this coil through the lantern. Therefore, the ruby coil was removed and the procedure was successfully completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.